Event description:
It was reported that the pump occasionally failed to recognize a new cartridge, indicating it wasn't full, leading to wasted insulin. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.